Event description:
During surgery, generator continues to shut off.

Manufacturer narrative:
(B)(4). Eval code, method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
During use in a case the generator shuts down and requires a re-boot for delivery of rf energy occur.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in poor condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To establish that the unit delivers energy correctly and that the generator does not power-down abruptly test procedure tp-0048 was performed. The unit passed with no issues meaning the unit reliably delivered energy over the course of 72 minutes of testing and did not abruptly power-off when left on (in the idle state) for a period of over eight hours. Root cause: could not duplicate stated reason for return in the service department. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.